Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
On (B)(6) 2016, t2ph surgery was performed. After that backout of the most proximal screw was found and removal of the screw was performed. After the screw removal, the reduction position was deviated. The revision surgery is planned on (B)(6) 2016. The date of the first revision is unknown.

Manufacturer narrative:
Evaluation revealed both the proximal humeral nail and the (unknown) t2 tibia locking screw to be the primary products. A physical examination could not be carried out as the reported devices were not returned for examination due to ¿hospital policy¿ according to information received. A review of the device history records of the proximal humeral nail revealed no discrepancies. The item was documented faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. A review of the device history records of the reported locking screw could not be carried out as the lot code was unknown and not provided. Thus, a comprehensive examination and investigation was not possible. Although requested further information such as x-rays were not provided. Based on the minimal information given and in absence of the nail and screw in question the root cause of the reported event could not be determined, but could have had various reasons. The nylon bushing and the inner thread of the nail improve the holding strength of the proximal locking screws and help avoiding screw back out and also stop screw toggle. If the proximal locking holes have no or a damaged nylon bushing, the screws have no resistance against back out. Potential reasons for missing or damaged nylon bushings can be: if a wrong drill was used during surgery the thread and the nylon bushing would be damaged. The op-technique refers that a 3.5 mm drill should be used for drilling. If the surgeon uses a 5 mm drill the cutting edges may damage the thread of the hole and the nylon bushing. This would result in a poor fixation of the locking screw and could lead to screw motion. Both cortices were drilled ¿ the op-tech warns to drill the lateral cortex, only, drilling without drill guiding sleeve, using blunt or damaged drill. High forces applied to the target device during drilling may lead to unintended distortion in the system of drill, sleeve, target device and nail. Screw back out can also be contributed by the patient¿s condition (poor bone quality and / or significantly damaged bone, e.g. Comminuted fracture). Both conditions may lead to insufficient / unsafe screw placement ¿ even if the nail is promoted having securing features (pa-inlays) against screw back out. A more precise evaluation was not possible based on the given information. With available information a deficiency of the reported nail and locking screw could not be verified. The exact root cause could not be determined. The file will be closed formally. In case relevant clinical information or the items should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product.

Event description:
On (B)(6) 2016, t2ph surgery was performed. After that backout of the most proximal screw was found and removal of the screw was performed. After the screw removal, the reduction position was deviated. The revision surgery is planned on (B)(6) 2016. The date of the first revision is unknown.